Manufacturer narrative:
Investigation of the guidewire could not be conducted as it was not returned. Lot history review revealed no anomaly with this lot products. No other event was reported for this lot. All the shipped products are inspected in the production process for meeting the product specifications and release criteria, there is no indication of a product deficiency. Based on the provide information, it is inferred that pull back manipulation was performed with force to the guidewire of which distal end was trapped by the deployed stent, resulting the breakage of the trapped tip of the guidewire due to the force exceeding the product design limit. Warning section of the IFU describes: if resistance is felt due to spasm, bending of the guidewire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guidewire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively it may break or become damaged. Do not practice stent delivery when using this guide wire for "parallel wire technique".

Event description:
In the procedure to calcified tortuous lesion in lad, subject guidewire was advanced to the target vessel, another guidewire was additionally advance in the same vessel as parallel wire, third guidewire was advanced to lcx, poba and stent deployment was performed to the target lesion using a fourth guidewire. Tip of the subject guidewire was trapped and jailed by the deployed stent and broken off. A cover-stent was deployed to fix the broken fragment. Patient is in stable condition.

Manufacturer narrative:
(B)(4).